Event description:
On (B)(6) 2011, the pt was implanted with two gore tag thoracic endoprostheses to treat a thoracic dissection. On (B)(6) 2012, the pt presented to the hospital with abdominal pain, nausea and vomiting. On the same day, computed tomography angiogram revealed a worsening chronic type b thoracic dissection. On (B)(6) 2012, the pt was implanted with a conformable gore tag thoracic endoprosthesis to treat the dissection. The dissection was resolved, and the pt tolerated the procedure.

Manufacturer narrative:
Add¿l tag device included in this report: (B)(4). A review of the mfg records for the devices verified that the lots met all pre-release specifications. Per the gore tag thoracic endoprosthesis instructions for use (IFU), the safety and effectiveness of the gore tag thoracic endoprosthesis have not been evaluated in pts with acute and chronic dissections.